Manufacturer narrative:
Could not retrieve product as the consumer had thrown the toothbrush away.

Event description:
Customer is claiming the toothbrush is falling apart. Rubber bristles were falling out during use